Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump displayed malfunction alarm malf 12 with fault ID 12 ¿ 0x2071, and there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received pump reset instructions, and reset pump with no recurrence of malfunction, and was advised to continue using pump and to call back if malfunction code returned, which customer acknowledged and understood.